Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source front panel was blinking intermittently. The issue occurred during set up. There were no reports of patient harm.